Event description:
It was reported that the implanted device only lasted 8 months.

Manufacturer narrative:
Product ID: 3888-28, lot# l34679, implanted: (B)(6) 1995, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported premature battery depletion and they thought the battery was defective, but when they found out she was running it high and 24 hours a day it was due to the patient draining the battery because of usage. Indication for use included failed back surgery syndrome and arachnoiditis. If additional information is received, a supplemental report will be submitted.